Event description:
Pt on hemodialysis machine approx 3 hours into scheduled 3-1/2 hours treatment when she became unresponsive. Called 911, CPR performed, and AED applied. Paramedics arrived to clinic. Pt was transferred to hospital where she later expired. Air noted in dialyzer header.